Event description:
The following has been reported: nurse reported: while priming the line, the secondary port (connected to the flow dial), started leaking from between where the port connects to the flow dial. Tubing was disconnected from tpn bag and new tubing utilized for tpn administration to patient. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Evaluation steps performed: 1. Visual inspection, 2. Microscopic, 3. Underwater. Observations: (01) one sample of ivenix administration set was returned for evaluation. During the visual inspection, the set was assembled as per internal drawings. The gold foil were as corresponded to the specific code set-0032-25. Its was noted that the blue pin was bent, creating a gap inside the port. When attempting to prime the unit, liquid was noted coming out of the k-zero (secondary port), for this reason it was not installed in the lvp. A microscopic evaluation confirmed that the blue pint was bent due to an incorrect position of the internal silicone piece. In an underwater leak test at approximately 1 psi, bubbles started to come out of the k-zero. Defect may be related to supplier manufacturing process. Customer complaint is confirmed. Probable root cause could be related to supplier manufacturing assembly defect. Manufacturer has been notified of this incident in the past. Current process controls detection: - visual and dimensional sampling inspection at incoming inspection area. Code no.: set-0014-20 batch no.: fa25e01032 exception generated: the batch record fa25e01032 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.